Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
One cadd-solis vip ambulatory infusion pump was returned for analysis. No damage was found on the unit upon visual inspection. The event history log was not able to be downloaded due to error code 41786. The pump was powered on and the complaint was duplicated; error code 41786 alarmed. Based on the evidence, the complaint was confirmed as there was a faulty main board. However, the root cause is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump alarmed and displayed error code 41786 0004. No adverse effects were reported.